Event description:
It was reported that the pump and catheter were replaced in (B)(6) 2013. This was not due to a malfunction, but the patient was seeing extra medication in his pump at refills, so the healthcare provider (hcp) decided to replace the pump and catheter. The device system was used to deliver fentanyl, but the reporter was not sure of the drug or dosing at that time.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4).